Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after troubleshooting for a blank display, the insulin pump started to work. However, the customer was calling back because the insulin pump had a blank display again. Customer's blood glucose level was 99 mg/dl. The device was not retuned.